Manufacturer narrative:
The user reported difficulty with maintaining stable signal between sensor and transmitter. After troubleshooting steps were exhausted, both the sensor and transmitter were requested for further evaluation. Investigation based on review of sensor and transmitter data indicated communication issues with intermittent missed reads, attributable to a sensor electronic component malfunction. The user was provided with a replacement for both sensor and transmitter as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received "no sensor detected alert" which led to early sensor removal.